Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. Three days after hospitalization, the pd effluent was reported as ¿did not have cloudy effluent anymore¿. The patient was recovered from this peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.